Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the icl was implanted and it did not unfold inside the eye therefore it was removed. After removal, the pupil constricted therefore needed to be re-dilated to be able to perform proper surgery. Sugar cane is a dilating solution which was used to dilate the pupil back, and another icl was implanted without any problems. The most likely cause of this event is too much viscoelastic inside the eye prior to implantation of the icl, or an icl that was loaded into the cartridge which was not placed in bss, or was left in bss for more than 2 minutes. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of this event is too much viscoelastic inside the eye prior to implantation of the icl, or an icl that was loaded into the cartridge which was not placed in bss, or was left in bss for more than 2 minutes (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) but the lens would not unfold. The lens was removed within the same surgery with no patient injury and the iris collapsed/shrunk. The eye was left to recover and the surgeon implanted an icl in the left eye. The surgeon put sugar cane in the right eye and approximately one hour later, the surgeon was able to implant the backup lens in the right eye with no problem. The reporter stated the patient is doing well.